Event description:
Physician has reported implant rupture. Device has been explanted and replaced with another manufacturer's device. The relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician has reported implant rupture. Device has been explanted and replaced with another manufacturer's device. The relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.